Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure and technique used :transforaminal lumbar interbody fusion (tlif l4-l5) levels implanted:l3-l4; l4-l5; l5-s1 it was reported that post-op, the patient complained of acute anemia and blood loss. Hospital records indicate that patient experience postoperative ¿acute anemia¿ requiring treatment with 1 unit of packed rbcs, which had not yet been captured as an adverse event. On (B)(6) 2018, the patient was discharged from the hospital.